Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the customer just said that the power tool smokes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Service history was reviewed for this device and determined that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment revealed that the control unit was not functioning due to normal wear on the device. The device was repaired. After service, the execution of the final inspection has been performed through regular functionality checks of the product. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.